Event description:
It was reported that this patient received inappropriate shocks due to t-wave oversensing with a high but within range shock impedance. The patient was brought in and subsequently had a revision procedure on the electrode to reduce the oversensing. No additional adverse events were reported. This supplemental report was filed to provide information that the patient had therapy upgrade the electrode was returned for analysis. It was found that the electrode ad met specifications. No additional adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to t-wave oversensing with a high but within range shock impedance. The patient was brought in and subsequently had a revision procedure on the electrode to reduce the oversensing. No additional adverse events were reported.